Event description:
It was reported that while in use on a patient the screen was not the proper color, the touch screen did not respond to any touch, and the hard buttons on the display did not work. As a result, the iabp was swapped out for another. There was no patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. According to the field service report a teleflex, a field service agent (fse) checked the pump and confirmed the issue. As a result, the cpm board and display head were replaced. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of display error was confirmed by the field service agent. As a result, the cpm board and display head were replaced. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the display error. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient the screen was not the proper color, the touch screen did not respond to any touch, and the hard buttons on the display did not work. As a result, the iabp was swapped out for another. There was no patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
Qn#: (B)(4). Other remarks: n/a. Corrected data: n/a.